Event description:
It was reported that the procedure was a lower limb angioplasty to treat a distal peroneal artery. The 2.0 x 200 mm armada 14 balloon was advanced to the lesion. The balloon was inflated without issue, but upon deflation, the balloon was unable to be fully deflated. The indeflator was removed and a syringe was used to completely deflate the balloon. No further treatment was attempted. No adverse patient effects were reported. There was no clinically significant delay of procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: command, connect; inflation device: priority pack (indeflator). The device has been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.